Event description:
Analysis of the returned device revealed that the guidewire was broken. There were no clinical consequences reported on the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination revealed that the guidewire was returned in the microcatheter. A stop cock was attached to the microcatheter hub and the guidewire was in the microcatheter through the stop cock. The stop cock was closed in a position that the guidewire had been cut, but while still in the microcatheter. The guidewire was removed from the microcatheter and analysis revealed that it was cut at 89.7cm from its proximal end and bents were observed on several places along the guidewire length. The guidewire was also slightly twisted near the separation site. The guidewire outer diameter measurements were found within specification. Information available indicated that the patient¿s anatomy was tortuous. It is probable that anatomical factors may have contributed to the bends observed along the body of the guidewire. Also, additional information indicated that the guidewire was confirmed to be in good condition after unpacking and preparation; therefore, the twisted area near the separation site and the guidewire separation appeared to be related to handling during shipping/transportation to the manufacturer site as these anomalies were not reported by the customer. Therefore a root cause of handling damage has been assigned to this investigation.

Event description:
Analysis of the returned device revealed that the guidewire was broken. There were no clinical consequences reported on the patient.